Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review e1: patient city: (B)(6), patient country: canada. Name: (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 25-mar-2026 against "lot number" 6013534 and similar malfunction code(s): insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 6013534 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on (B)(6) 2026 against "lot number" criteria equal "6013534" and similar malfunction code (s: insertion site egress - trace moisture / superficial wetness. The count of complaint is 1. The complaint number is complaint 2411842. Device history record review: the lot 6013534 was manufactured according to work instruction version 21 and manufactured in the m14 on 18/jun/2025 with a total of (B)(4) units. The sub-assembly: welding lot 5d01883 was manufactured according to the work instruction version 17 and manufactured in the machine lc05, on 26-apr-2025, with a total of (B)(4) units. Lot 5e03684 was manufactured according to the work instruction version 17 and manufactured in the machine lc04, on (B)(6) 2025, with a total of (B)(4) units. Gluing of tubing the lot 5e03698 was manufactured according to the work instruction version 18 and manufactured in the machine lc01, on (B)(6) 2025, with a total of 12,500 units. The device history record review indicated a non-conformance 2272369 related to related to clean room environment which is not associated to reported issue on this complaint; therefore, the overall review of the device history record confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set was leaking at the insertion site on (B)(6) 2025 and the set had been in use for one day.